Event description:
A report was received that the patient is experiencing a painful stimulation in their back. The physician elected to replace the lead and the same issue occurred. The physician is unsure of the cause of the painful stimulation but doesn't believe its related to the stimulation. The patient was reprogrammed to achieve suitable coverage to avoid the back region and is doing well.

Manufacturer narrative:
Visual inspection revealed the lead was at the distal end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient is experiencing a painful stimulation in their back. The physician elected to replace the lead and the same issue occurred. The physician is unsure of the cause of the painful stimulation but doesn't believe its related to the stimulation. The patient was reprogrammed to achieve suitable coverage to avoid the back region and is doing well.